Event description:
Inserted with no problem, two days later it was leaking i.v. Fluid at the site. After removal there were no leaks when tested and able to aspirated fluid back. But not functioning in patient.